Event description:
A report has been received from a dealer stating upholstery ripping. No injury. The part has been replaced without further incident.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model trex2 serial number/date code is unknown and is of an unknown age. The owner's manual part number 110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2012-01238 indicating the FDA registration number as 1531186. The correct registration number is 1525712. (B)(4) - no RMA has been initiated for this issue. Model trex2 serial number/date code is unknown and is of an unknown age. The owner's manual part number 110546 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer' technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has no...

Event description:
A report has been received from a dealer stating upholstery ripping. No injury. The part has been replaced without further incident.